Manufacturer narrative:
This report is being filed on an international product, alinity I syphilis tp list number 07p60-74 that has a similar product distributed in the us, alinity I syphilis tp list number 7p60-21/-31, and 510k/PMA/bla of k153730. No additional information provided for section a1 patient identifier and section a3b gender. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review of complaint data for the likely cause list number does not identify any increase in complaint activity. The labeling review concludes that the issue is adequately addressed. A device history review did not identify any potential non-conformances, non-conformances and deviations associated with the likely cause lot number and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met showing that the lot performs as expected. Based on this investigation, no systemic issue or deficiency was identified with the alinity I syphilis tp reagent lot identified in this complaint.

Event description:
The customer generated a false negative alinity I syphilis tp result (0.16, 0.15 s/co) on a sample that tested weak positive tppa method. The sample was tested on another manufacturer¿s elisa method with negative result. No impact to patient management was reported.